Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process and it was confirmed by customer technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, instructed the caller on how to return the problematic pump and to put it into storage mode before returning. The caller was advised on necessary steps after receiving the new pump and acknowledged understanding of these instructions.